Event description:
During a bankhart, the threaded portion of the distal end of the anchor inserter broke off into the anchor and remains inside the pt. The surgeon is reporting no pt harm due to this incident.